Event description:
During an in clinic follow up, the programmer was in use and began smoking and emitting an odor. There are no patient consequences.

Manufacturer narrative:
The field complaint of power up anomaly was verified as the event could be reproduced. Additional findings not related to the event description found: broken top housing and left/right lcd hinge.